Event description:
In situ measurements showed affected channels. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field a technical implant failure seems likely. In addition, in situ measurements show several channels with hi status due to undetermined reasons prior to complete malfunction. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was planned in (B)(6) 2022. However no further information has been received.

Event description:
In situ measurements showed affected channels. Over the past 6 months the user's hearing performance fluctuated and now he no longer hears with the device.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. In addition, in situ measurements show several channels with hi status due to undetermined reasons prior to complete malfunction. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
In situ measurements showed affected channels. Over the past 6 months the user's hearing performance fluctuated and now he no longer hears with the device. The user was re-implanted.